Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head of brush head came off / head completely fell out [device breakage]; no adverse event [no adverse event]. Case description: (B)(4). A male consumer of unspecified age reported that when he was about to use an oral-b precision clean brushhead, the head came off. He elaborated that the head completely fell out. He stated that this brush head was from a pack of four, and three out of the four brush heads were okay. He stated that this brush head came out of the packaging and he was about to put it in his mouth; it was purchased about 8-10 months ago and it had never been used. The brush head had never been dropped. Concomitant products: oral-b rechargeable toothbrush, version unknown and oral-b manual dentifrice pro health. No symptoms developed.